Manufacturer narrative:
Additional information was received on 20-jun-2023. The patient required extended hospitalization for 2 days for the observation. Irrigated catheter was used in the event, the flow setting was a default setting. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used were 3mm, 3s, fot25%, tag size : 2mm. Therefore, updated the "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 17-jul-2023 noted a correction to 3500a follow-up #1 as added in h10: additional manufacturer narrative "updated the "d10. Concomitant medical products and therapy dates" field," however, in error did not update this field. Therefore, updated.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970409l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after isolation of lpv (left pulmonary vein), blood pressure decreased during ablation of energizing rpv (right pulmonary vein). The tamponade was suspected because the patient¿s heart did not move on lao (left anterior oblique) fluoroscopy, and effusion was confirmed by body surface echography. Drainage was performed, about 150 cc of blood was obtained and the blood pressure was stable, so the rpv isolation was restarted. However, the procedure terminated because of the blood pressure decreased. After the blood pressure stabilized and the bleeding stopped, the patient was returned to the intensive care unit (ICU). The doctor said that because the patient had pfo (patent foramen ovale), the catheter was inserted through that hole, but there was a case where the catheter was in high contact with the rpv due to its close proximity, and this was probably the cause. Timing was about 2 hours after the start of the procedure during rpv ablation energized. The procedure was interrupted and the patient left the room as blood pressure was stabilized. The atrial septal puncture was not performed by an rf needle because the catheter could be inserted through the hole in the pfo. Ablation was not performed before confirmation of effusion or tamponade. They did not check for steam pop. Irrigation catheter¿s flow rate setting was default setting of 8ml at 30w. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. It showed high contact due to close distance to prv with accessing through pfo. Cardiac drainage was provided. Outcome of the adverse event was improved. Other relevant history was pfo. Rf needle was supposed to used but not used in the procedure because of pfo. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. No error message was observed during the procedure. Real time, graph, dashboard were used. Additional filter used with the visitag was fot. Tag index was used.